Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of ectopic pregnancy with contraceptive device ('found dead fetus attached under tubes'), medical device removal ('had my tubes removed and some fibroids taken out') and myomectomy ('had my tubes removed and some fibroids taken out') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required), underwent medical device removal (seriousness criteria medically significant and intervention required) and myomectomy (seriousness criterion medically significant) and experienced dysuria ("sore and bleeding red blood while peeing") and haematuria ("sore and bleeding red blood while peeing"). The patient was treated with surgery (procedure to remove tubes and fibroids). Essure was removed. At the time of the report, the ectopic pregnancy with contraceptive device, medical device removal, myomectomy and dysuria outcome was unknown. The reporter considered dysuria, ectopic pregnancy with contraceptive device, haematuria, medical device removal and myomectomy to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device malfunction, uterine haemorrhage and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 5-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('had my tubes removed and some fibroids taken out'), uterine leiomyoma ('had my tubes removed and some fibroids taken out') and ectopic pregnancy with contraceptive device ('found dead fetus under tubes') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have uterine leiomyoma (seriousness criterion medically significant), was found to have an ectopic pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and experienced dysuria ("sore and bleeding red blood while peeing") and haematuria ("sore and bleeding red blood while peeing"). The patient was treated with surgery (procedure to remove tubes and fibroids). Essure was removed. At the time of the report, the medical device removal, uterine leiomyoma, ectopic pregnancy with contraceptive device and dysuria outcome was unknown. The reporter considered dysuria, ectopic pregnancy with contraceptive device, haematuria, medical device removal and uterine leiomyoma to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: device malfunction, uterine haemorrhage and uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.